Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The customer's blood glucose reading was 526 mg/dl at the time of the event. The customer's nurse reported that the insulin pump was not working. The customer's nurse requested that someone personally troubleshoot the insulin pump with the customer. A request was made to have someone meet with the customer. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.